Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient did not like their first device. The patient reported that the doctor did the right leg first and lower back and it was working well, so the doctor revised it and did the left leg. The patient reported that when they turned the stimulation on their legs started bouncing and jumping like they were being electrocuted. No further complications were reported. Follow up was conducted.